Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that during injection the needle really hurts. Seeing a bump under skin when taking injection and not sure if insulin is going in. Verbatim: per us com update in snow (B)(6) 2021 from phone call on (B)(6) 2021 12:15:10: consumer called in to check status of replacement. According to fedex tracking, product was delivered sunday @ 3.25pm. Cl consumer stated, when she takes her injection, the needle really hurts, (patient end) reported seeing a "bump" under her skin when taking injection did not seek medical stated, she is not sure all the insulin is going in stated, she does not want to continue using the 2nd gen and asked if bd was still manufacturing the original nano pen needle. Lot:9344153. Catalog: 320550. Date of event: unknown. Samples: yes cl".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned a total of 69 unopened pen needles with tear drop labels identifying them as 4mm, 32 gauge pen needles from lot 9344153. 30 of the returned samples were inspected to ensure that using them was as effective and least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0091 in. 2. 0.0091 in. 3. 0.0091 in. 4. 0.0091 in. 5. 0.0090 in. 6. 0.0092 in. 7. 0.0090 in. 8. 0.0091 in. 9. 0.0090 in. 10. 0.0091 in. 11. 0.0090 in. 12. 0.0090 in. 13. 0.0090 in. 14. 0.0092 in. 15. 0.0091 in. 16. 0.0091 in. 17. 0.0092 in. 18. 0.0091 in. 19. 0.0090 in. 20. 0.0090 in. 21. 0.0091 in. 22. 0.0091 in. 23. 0.0091 in. 24. 0.0090 in. 25. 0.0091 in. 26. 0.0090 in. 27. 0.0092 in. 28. 0.0091 in. 29. 0.0091 in. 30. 0.0090 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Lastly, flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed. The needles were within specifications and did not feature any dullness or burrs. Based on the condition of these needles, it is believed that they would be fully capable of delivering the intended dosage of insulin. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of difficulty operating the pen needles. Based on the samples received, bd was unable to directly replicate or confirm the customer¿s indicated failure of skin irritation. Based on the samples received, bd was unable to directly replicate or confirm the customer¿s indicated failure of needle pain. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was difficult to operate during use. The following was reported by the initial reporter: "it was reported that during injection the needle really hurts. Seeing a bump under skin when taking injection and not sure if insulin is going in. Verbatim: per us com update in snow (B)(6) 2021. From phone call on (B)(6) 2021 12:15:10: consumer called in to check status of replacement. According to fedex tracking, product was delivered sunday @ 3.25pm. Cl consumer stated, when she takes her injection, the needle really hurts, (patient end) reported seeing a "bump" under her skin when taking injection did not seek medical stated, she is not sure all the insulin is going in stated, she does not want to continue using the 2nd gen and asked if bd was still manufacturing the original nano pen needle. Lot:9344153. Catalog: 320550. Date of event: unknown. Samples: yes cl."